Event description:
It was reported that the customer had high blood glucose levels of about 150 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer reported that they would perform a rewind and prime on the insulin pump after the no delivery alarm. Troubleshooting was not done due to being a past event. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.